Event description:
It was reported by the customer that a pyxis medstation es system remote manager failure. The customer confirmed that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because remote manager failed. A field service engineer replaced the detent to resolve. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.